Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid lad which occurred during deployment of a des. The balloon of the des was immediately reinflated, however patient began to develop significant ischemia and hypotension. Two pk papyrus stents were successfully delivered and implanted but did not seal the perforation. Patient had an abrupt vessel closure, needed resuscitation and was transferred to the operating room for management of the perforation and emergency CABG. Two hours later the patient died due to tamponade. According to the statement of the medical staff of the hospital, the death is not device related. The other pk papyrus stent is reported separately.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause for the reported potentially insufficient sealing of the perforation could be identified. The information provided in the pk papyrus device registration form stated that there was no device or procedure-related complication. It should be noted that the IFU clearly states that the balloon pressure must not exceed the rated burst pressure (rbp). Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.